Event description:
The customer, mr reported via our sales rep, steele that the tip of the screw driver sheared off inside the screw head. It is further reported that the surgeon could not get the sheared tip out of the screw head and ended up having to leave it there and impacted the trident liner over the top of it. It is further reported that there was no adverse consequences.

Manufacturer narrative:
If additional information becomes available, then it will be submitted in a supplemental report.